Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the display was blank. The customer reported that the pump failed. They changed the battery and they have a blank screen. Blood glucose is over 600 mg/dl and treated with a manual injection. Cannot troubleshoot the pump as the display is blank and the pump is not responsive. Customer performed a continuity test on the battery cap and it passed. Customer is not calling back after receiving a new battery cap. Customer states the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.